Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a two low battery alerts less than 10 hours prior to replace battery now alarm. Customer also previously received a blank screen display. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.